Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported) and a release in skin incision was made to allow movement around the abutment.

Manufacturer narrative:
This report is submitted on august 22, 2023.